Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Reason for original complaint.- patient was revised to address a vertically positioned cup. Doi unk - dor (B)(6) 2012 (left hip). Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain. A metal liner and head are now being reported. Date of implant has also been identified. Update (B)(6) 2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Date of birth and attorney information added, revision surgery also reported squeaking, metallosis, and osteolysis. Metal ion labs provided and above (B)(4) parts per (B)(4). The stem is being added to complaint now. Part updated. The complaint was updated on: (B)(6) 2015.